Event description:
It was reported that this right atrial (ra) lead exhibited noise. Old itermedics lead was capped mdt 5076 lead was not usable as per the implant form. However, normal impedance may plugged into the header at implant. Boston scientific technical services (ts) via chest x-ray will confirm. Atrial lead noise will be evaluated in the clinic. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).